Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failed storage space issue on main drawer 2.1 and auxiliary drawer 3.2. A field service engineer worked with the user to address multiple issues on the account. The station had a 'device not on bus' error, and several row board cables were found to be partially connected. After tightening and resetting the cabling, the latches also found to be loose were adjusted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was a failed storage space issue on main drawer and auxiliary drawer. The customer reported that the malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this incident.